Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate update; the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2906838, 2938941, and d1cj41000. A search of the complaint database finds additional reported incidents against lot code 2908881 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain. **update** (B)(6) 2013- litigation papers received. It is alleged that the patient suffers from discomfort. There is no new additional information that would affect the investigation. **update: (B)(6) 2013 pfs was received from legal. Medical records were received from legal, records indicate that during the revision corrosion was found. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: there is a discrepancy of the dor date between the device experience report from the sales rep and the medical records. The dor from the medical records is (B)(6) 2012. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.